Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked prior to use. The infusor appeared to be "leaking from the inside, some liquid has been slowly seeping through into the bottle". The actual location of the leak is unknown. The device was filled with 2400mg fluorouracil diluted in an unspecified volume of 0.9% sodium chloride. There was no patient involvement. No additional information is available.